Event description:
Toward the end of surgery, on the video screen, we saw a small, black, flat object that we couldn't identify. After removing it, it was determined to be a tiny rubbery piece from a davinci trocar adapter-approx 4-5 mm moon-shaped.